Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer representative. It was reported that the healthcare provider noticed the defect when connecting the lead to the connector after tunneling. The new lead had to be re-tunneled. The cause of the lead separating from the insulation was not known. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that during a lead implant, the insulation pulled away from the contact on the proximal end of the lead. The lead was not implanted, a different lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis identified that the butt joint of the lead body¿s outer insulation was separated at the proximal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.